Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination of the hypotube identified no damage. No kinks or damages noted in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. Using an encore inflation unit (tested before and after use with druck pressure gauge, the balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres (atm). The balloon inflated fully and maintained pressure for 15sec, with no leaks noted. A vacuum was applied and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no leaks noted. No damage was observed along the entire device.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.